Manufacturer narrative:
No sample has been received for evaluation; before, the condition of the product could not be verified. The device history records for the component lots were reviewed. Processing abnormalities on at least one of the associated lots could have contributed to the complaint were found during the review. The associated lots (B)(4) were released based on the manufacturer's acceptance criteria. The suspect lot of loose needle was processed before the icure implementation. The root cause not be identified. (B)(4).

Event description:
A customer reported during a vitrectomy procedure, the whole sleeve of the vitrectomy probe moved instead of moving the inner guillotine cutter only. The procedure was able to be completed following an unspecified delay to replace the instrument. There was no harm to the patient.